Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they had some bad days, patient reviewed 5 days ago it started, they had 2 bad days followed by 2 good days last night started having bad day again, patient reviewed due to going to the bathroom so much, and the amount they were going and there was soreness and bleeding. Patient was feeling stimulation on program 4 and they were advised to change to program 1 at 2.8v and patient was not feeling stimulation in correct area. Patient increased from 1.5 to 2.8v as directed by doctor and did not feel stim as much as prog 4. Patient was implanted for fecal incontinence and gastrointestinal/ pelvic floor.